Event description:
It was reported that a pump alarm was heard. The patient had traveled, and went through a full body scanner at the airport on (B)(6) 2012. It was noted that the patient usually was checked with the wand screening and pat down, but "they were moving people through security quickly and did not give her the option for pat down and wand screening." The pump was interrogated on (B)(6) 2012, and a critical alarm was confirmed by telemetry. It was noted that a motor stall was caused by the patient being near a magnetic field. The pump event logs stated that the alarm was due to the stopped pump period may exceed tube set. The pump event logs stated that a motor stall occurred on (B)(6) 2012, which corresponded with the time at the airport, and a motor stall recovery was recorded on (B)(6) 2012. The pump event logs stated that a second motor stall occurred later on (B)(6) 2012, while the patient was at home. No motor stall recovery was recorded for the second stall. It was noted that the pump remained stalled until the patient was seen at the physician's office and was reprogrammed on (B)(6) 2012. It was noted that the therapy resumed but the pump continued to alarm because the stopped pump exceeded 48 hours. It was noted that patient was doing well medically, showing no signs of underdose or withdrawal. The device system was used to deliver morphine, clonidine, and baclofen. The pump was explanted and replaced. Upon questioning the patient pre-operatively she reported that she "felt crummy, nauseated, chills and increased pain" a few days earlier. Frequent yawning was also reported. It was also noted that the patient was feeling well pre-operative as the physician had given her some oral medications for her pain. It was reported that the pump was replaced uneventfully, and the catheter was easily aspirated. It was later reported that the patient was fine the night of surgery as her therapy had been resumed. The patient status after device removal was reported as recovered without sequela.

Event description:
Patient reported that the pump "failed".

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly and corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: ; product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.